Event description:
It was reported that multiple episodes of auto mode switch with noise were seen on the atrial lead. The lead was capped and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.